Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The procedure was completed and the closure device was successfully implanted in the laa of the patient. There were no patient complications that occurred during the procedure. The patient presented three days post implant with chest pain and the patient was found to have pericarditis. The physician was doing an echocardiogram which showed no pericardial effusion at that time. The patient presented again about a week later with shortness of breath and at that time the transthoracic echocardiogram revealed a moderate pericardial effusion. The physicians treated the patient with steroids and the symptoms resolved. The patient recovered well following these events.